Event description:
During a procedure the bur was being used in an x cube motors with ram straight handpiece when it broke and remained in a patient's mouth. The patient may need to go for an additional procedure to have it removed.